Event description:
It was reported that a ventilator had an unresponsive keyboard while in use on a patient. The patient was removed from the ventilator and placed on an alternate ventilator without any reported harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The customer service engineer(cse) inspected the device and replaced the keyboard assembly. The cse then performed all calibrations, the extended self-test (est), short self-test (sst) and the electrical safety test(es). The device operated within the manufacturing specifications and was returned to service. No parts are being returned.